Manufacturer narrative:
Conclusion: as received, the returned ipg functioned normally. The monitored stimulation output did not reveal any anomalies. The ipg was tested to mfg specs using the autotester. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported on (B)(6) 2011 that on (B)(6) 2011, the doctor replaced the pt's ipg due to claims that the pt was only getting intermittent stim. The pt had not been seen by the sjm rep for troubleshooting. No further info is available at this time.